Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). The reporter stated that she was accessing the meter memory and the screen was blank except for the icon "mem.". The reporter performed a display check and all segments in the result field of the display appeared to be either faded or missing. No adverse events were alleged to have occurred. The reporter's product was requested for investigation.